Event description:
Per the surgeon, the electrode array was not successfully inserted in the cochlea during the initial surgery. An post operative x-ray confirmed this. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.